Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. Device replacement went as planned. Device will not return because facility did not release it. No additional adverse patient effects were reported, patient doing well post op. Electrocautery was not used.